Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was may have been a sensing issue with the right ventricular (rv) lead as there were short v-v intervals and that the charge circuit was inactive on the implantable cardioverter defibrillator (ICD) as it was at end of service. The rv lead and ICD were explanted. No patient complications have been reported as a result of this event.